Event description:
It was reported that the patient had a shocking or jolting sensation. The patient was replacing the batteries in their patient programmer and they turned on the implantable neurostimulator (ins) and it was at 3.6v and it zapped them and they normally had it on 2.0v to 2.2v. It was noted that it was painful down to their vagina. The second ins was put in (B)(6) 2013 and the patient noticed around christmas time in (B)(6) 2013 that they were leaking and was not able to control their urine and needed to wear pads now. It was reported that the patient noticed when they had to go but didn¿t have time to make it to the toilet like they did with their first ins. The patient was halfway wet by the time they got to the bathroom and in the morning when they had their cup of coffee they had to urinate 5 to 6 times and noticed an increase. It was noted that the patient was on program 1 at 2.2v and it was a bit strong so they changed it down to 2.0v. The patient had tried to use programs 2 and 3 and there was a limit on the stimulation and it only went to 1v. It was reported that the patient was barely feeling stimulation at 1v.

Manufacturer narrative:
Concomitant medical products: product ID 3889-33, lot# v039323, implanted: (B)(6) 2007, product type: lead; product ID neu_un known_prog, serial# unknown, product type: programmer, physician. (B)(4).